Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the q1 chip on the plunger pcb was broken off. The board was glued down but was knocked loose from the case. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a syringe plunger not in place alarm. Additionally the pump would not calibrate. There were no reported adverse events.

Manufacturer narrative:
Other text: additional information- no patient involvement. Event information added to section b5.

Event description:
Additional information no patient involvement.